Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator while on a patient, when patient started desaturating suddenly. Patient was placed on another ventilator and no harm or injury reported.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. Bench testing revealed this was isolated to the o2 blender.